Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that an atrial intrinsic amplitude out of range alert was triggered for this pacemaker. Review of stored atrial tachy response (atr) episodes demonstrated inappropriate mode switching due to intermittent far field r wave oversensing. Battery status was reported as acceptable and other lead measurements were satisfactory. This device remains in service. No adverse patient effects were reported.